Event description:
It was reported during a routine office visit, that this patient received an inappropriate shock due to this electrode exhibiting an episode of over-sensed noise. The patient was recently diagnosed with bragada syndrome, noting the patient received 6 appropriate shocks for ventricular fibrillation (vf) from (B)(6) 2024. Device sensing vector was changed from primary vector the secondary vector. Arm manipulation testing exhibited over-sensed noise. X-ray imaging was performed. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed x-ray images, and request additional x-rays be performed for a better visual of the device header and electrode insertion. Ts advised the electrode placement is high, causing r-wave amplitudes to be low in all vectors, and concerns about the stress on the connection. Ts provided recommendations for additional testing. The device remains implanted. No adverse patient effects were reported. Attempts to obtain the correct model/serial of the electrode have been unsuccessful.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit, that this patient received an inappropriate shock due to this electrode exhibiting an episode of over-sensed noise. The patient was recently diagnosed with bragada syndrome, noting the patient received 6 appropriate shocks for ventricular fibrillation (vf) from (B)(6) 2024. Device sensing vector was changed from primary vector the secondary vector. Arm manipulation testing exhibited over-sensed noise. X-ray imaging was performed. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed x-ray images, and request additional x-rays be performed for a better visual of the device header and electrode insertion. Ts advised the electrode placement is high, causing r-wave amplitudes to be low in all vectors, and concerns about the stress on the connection. Ts provided recommendations for additional testing. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.